Event description:
The manufacturer received information alleging difficulty breathing, nasal/throat irritation or soreness, device will not turn on/device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging difficulty breathing, nasal/throat irritation or soreness, device will not turn on/device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect, correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found minor contamination in the water chamber, suspect mineral deposits. Also found some pieces of the foam missing from the blower box, and pieces of foam in the inlet of the blower. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination in the water chamber and suspect mineral deposits. The manufacturer concludes there was evidence of sound abatement foam degradation. .